Event description:
Customer reports that tubing leaked "just below the filter." Reportedly, leakage occurred during pt use, however, the pt was not exposed to the chemo. Reporter stated the tubing leaked "on the nurse's shoe" but there was no further exposure. No report of injury or medical intervention.